Event description:
It was reported that during a robotic low anterior resection procedure, the device was fired and worked fine. However, when the leak test was performed, it was found that 2-3 staples on the posterior side did not form properly. The area was sutured. The case was completed without impact to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: was the procedure done open/laparoscopically? Robotic. What device was used for the proximal and distal transaction of the bowel? Ec60. What color reload? Blue. On what tissue type was the device used? Healthy. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? (Ex. Hand tied purse string, purse string device) purse string but hand sewed. How was the purse string placed, by hand or with an assist device? If an assist device, what product? Hand. Was the spike of the trocar inserted through bowel lateral or through the staple line? Anterior to middle of staple line. What confirmation did the surgeon receive that the anvil was firmly attached? Heard when the device was fired, what was the location of the indicator within the gap setting scale? 2/3 down. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Yes staple line. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Heard crunch. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did the firing handle automatically return to its original (pre-fired) position without intervention? Yes. Was there any difficulty removing the device from the tissue? No. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) Leak test and donut confirmation. Is there any other additional information you would like to share about this device, procedure, patient or physician? No. What were the indications for surgery? What was found? Asku. Does the patient have any relevant history of surgical treatments? No. What are the patient's age and sex? Asku. Did a hcp other than the primary surgeon fire the instrument? No. Was there a recent conversion to ees devices in this account or with this surgeon? No.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.